Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak due to dirty breathing system seals.. The breathing system was disassembled, cleaned and reassembled. The unit was returned to service.

Event description:
The hospital reported the unit was not holding pressure. There was no report of patient involvement.